Event description:
It was reported there was a pump and catheter revision on (B)(6) 2014. The patient missed a suture follow-up appointment on (B)(6) 2014. The pump was exposed. The patient¿s health care provider (hcp) recommended titrating down and removing the pump to prevent infection. The pocket did not appear infected at the time of the report. It appeared that it had been eroded for a week. The system was being used to deliver lioresal.

Event description:
Additional information received reported the patient developed an infection, was hospitalized, and the pump was explanted. It was noted upon his recovery the healthcare provider (hcp) discharged the patient, but dates were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).